Event description:
Pt was scheduled to receive first chemotherapy treatment. Attempts to use the port-a-cath failed and pt experienced some discomfort. She was admitted to the hosp that same day. Fluoroscopy showed line fracture and migration in the distal end of the right ventricle or coronary sinus. The catheter was retrieved from the heart by cardiologist. The port itself was removed from the subcutaneous tissue and replaced with a new port-a-cath. The pt was dismissed the next day.